Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a colonoscopy procedure, this patient received two inappropriate shocks and pacing inhibition which resulted in twelve seconds of asystole. A review of the device data noted noise on all three channels. No adverse patient effects were reported.